Event description:
It was reported that the customer experienced difficulty charging the pump battery stating "sometimes the charging is glitchy, it connects then disconnects, while plugged in and beeps nonstop until I unplug it". There was no adverse impact to the customer¿s blood glucose level. The customer declined assistance from tandem technical support regarding the issue. No additional patient or event information was available.